Event description:
Per descover registry: this female patient had the following medical history: congestive heart failure, prior pci, hypertension, hyperlipidemia, diabetes, and renal insufficiency on dialysis. The patient had an elective procedure due to silent ischemia. No medications were administered prior to the procedure. Lesion 1-1 was classified as a de novo segment of the mid left anterior descending (lad). There was no bifurcation. The lesion was predilated. A 3.0x 33 mm cypher stent (lot number unknown) was successfully deployed. The lesion was postdilated. Pre procedural diameter stenosis was 90% and residual diameter stenosis was 10%. Timi flow was 2 pre procedure and 2 post procedure. Medications administered during the procedure included aspirin and heparin. No procedural complications were noted. Two days after the procedure, the patient had stable angina. Restenosis was noted in the previously treated mid lad. A 100% diameter stenosis was noted. A 3.0 x 8 mm taxus stent was used to treat the lesion. Post procedure diameter stenosis was 0%. Timi flow was 0 pre procedure and 3 post procedure. The patient was discharged a week later. Discharge medications included plavix and aspirin.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.